Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Reportedly, the customer alleged that low alerts was not annunciating resulting in the low bg. Customer consumed carbohydrates to address bg. Tandem technical support reviewed pump data logs and found that the pump performed as intended and the cause of the low bg was unknown.